Event description:
It was reported that one day post-implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the right ventricular pace/sense channel. While a few qrs waves were missed, there were no reports of any patient symptoms. The sensitivity setting of the crt-d was reprogrammed and the patient was brought back in for a conversion test, in which a test shock was successful in converting the patient out of induced ventricular fibrillation. The crt-d remains in service with the new programming setting and no additional adverse patient effects were reported.